Event description:
Report rec'd of a pt experiencing respiratory arrest while a pump was in use. The pt was receiving pain mgmt therapy via a pca pump. The pump was delivering morphine. The morphine concentration was 5mg/ml. The pump settings were not specified. At 5:10am a "code" was called on the pt for respiratory arrest. The pt rec'd narcan, dosage unspecified, put on a ventilator and transferred to the intensive care unit. The customer stated that the pump was infusing the medication according to the physician's orders, but these orders were not specified. Though requested, no further information was available.